Event description:
It was reported that the stent was loose on the balloon sometime during the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and balloon, consistent with preparation and the stent delivery system (sds) being advanced into the patient anatomy. The stent implant was stationary on the balloon, but not between the markers. The distal end of the stent implant was 2 mm distal to the distal balloon marker. The stent was not loose as reported; however, it is possible the noted mislocation was what was perceived as the stent being loose on the balloon. There were bent struts in the first row of the proximal end and on the first three rows of the distal end. There were several flared struts in the full length of the stent implant. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon appears to have been partially inflated, which likely occurred during handling after the procedure. There was peeling in the proximal balloon shoulder for a length of 2 mm. The distal balloon shoulder and taper were bunched. The distal shaft was wrinkled at the guide wire exit notch for a length of 4 mm. The hypotube was kinked 0.5, 1.6, 3.0, and 9.5 cm proximal to the guide wire exit notch. There were several bends in the full length of the hypotube. Since this damage was not reported in the incident information, the stent damage, balloon peeling, bunched balloon, wrinkled shaft, and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis as there was no damage noted to the stent or sds during the inspection prior to use. The middle stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this issue most likely occurred at the time of movement, as it is expected that the stent would expand during travel over the balloon. The proximal and distal stent outer diameters could not be measured due to the damage noted. A mislocated stent can be affected by numerous factors including, but are not limited to: inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The patient anatomy was mildly tortuous and calcified, which likely contributed to the reported stent mislocation as there was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported information. It is likely that the stent interacted with the lesion during advancement, resulting in the stent moving on the balloon. The noted stent mislocation appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Subsequent to the initial medwatch report, additional information indicated that the target lesion was a mildly calcified and tortuous right coronary artery.